Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no cartridge detected and loss of prime warnings observed in the black box with zero force. Pump powers on to a call service 052 alarm. There was moisture observed in display. A crack at battery compartment was observed traveling up from bumper pad toward threads. Case is cracked near top right corner of display. Leak test verifies leaks at battery compartment and crack in case. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.